Event description:
MFR received a report from a user alleging that user fell when the leg of the walker broke. As a result of the incident, the user received a torn ligament in the knee, with many bruises and scratches.